Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the complaint. A previous investigation found the hex driver fractured due to overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
A crack was noticed in the hex head of the screwdriver before the case.